Manufacturer narrative:
At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. Review of the batch manufacturing records indicate packs were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the simplex package was compromised.